Event description:
Nurse was disposing of a full sharps container and sustained a minor laceration to right wrist because a scalpel that had been deposited in the container had punctured the side wall from the inside.